Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.